Event description:
It was reported the top contact came off the deep brain stimulation lead while the physician was removing the stylet. The surgical technique was not a factor. Add'l info has been requested, a follow-up report will be submitted when/if add'l info becomes available.

Manufacturer narrative:
.